Event description:
The customer reported to customer service that when she unplugged the transformer from the wall the screws fell out and the housing fell apart. The customer did include a picture of the breached housing to customer service.

Manufacturer narrative:
A replacement power supply was sent to the customer. The product involved in the complaint has been received but has not yet been evaluated. Therefore, no conclusions can be made as to the cause of the event. Attempts to obtain add'l info were unsuccessful, including a final attempt by letter. This issue with a damaged transformer housing for the pump in style device was addressed in investigation (B)(4). The investigation found that the transformers are being damaged during shipment from the manufacturer to medela. This damage is causing the plastic housing to fail prematurely when subjected to normal use and foreseeable misuse. The packaging used by the manufacturer to the ship the transformers to medela is not robust enough to handle all of the potential shipping, handling, and abuse conditions that could arise from logistics of the consolidation process. As a result of the investigation, the shipping and consolidation process has been modified to reduce the handling and potential for double stacking of the skids. The shipping packaging strength has also been increased to further protect the transformers during shipping. Should add'l info or the original product be received, resulting in new, changed, or corrected info, a follow up report will be filed at that time.